Event description:
Hospital nursing staff reports the following problem with bard PICC line lot # rerg0105; single lumen PICC had no guidewire in the catheter & was noted with more than one product. The user noticed this during the last week of 2007. Product was not saved/kept for further examination. Diagnosis or reason for use: central line placement.